Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: the "o2 sensor defective" alarm and calibration failure was triggered by a defective oxygen sensor. The oxygen sensor performs only a monitoring function. It monitors the oxygen content in the gas mixture delivered to the patient. The amount of oxygen delivered to the patient s not affected. Patient transferred to an alternative ventilator and required manual ventilation. (Bagging) the pre-analysis did result in a root cause found. The oxygen sensor has been identified to be the faulty component. Correction: replacement of the sensor.

Event description:
The following was reported to the hamilton medical ag: summary: o2 cell defective alarms / o2 calibration fails.